Event description:
A bipap auto device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles. Additionally, dust contamination was observed by the technician during evaluation of the device. The service technician observed that certain error codes e-65: (err_stuck_encoder_a) were present. The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.